Manufacturer narrative:
It was reported that the patient experienced an infection (non-device related). This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on july 20, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an infection and extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with another cochlear device during the same surgery.